Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 3 infusions set fell off during use event on 01-jun-2024. Tap was applied over 1 of infusion sets. Infusion set has been used for 1 hour and 1.5 days. Insertion area was cleaned, air-dried and free from hair. IV prep was adhesive aide used at the area of insertion. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Device 1 of 3.